Event description:
While using a byte night aligner, patient experienced allergic reaction, the patient inserted the aligner for step 1 and their lips and tongue started tingling and mouth went numb. Aligner treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.